Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 186 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor. No unexpected motor error alarms, frozen screen anomalies, screen type anomalies or no delivery alarms noted during testing. The insulin pump passed self-test, off no power test, a21 error test, displacement test, rewind test and basic occlusion test. The stop idle current test and run current test are within specification. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.